Event description:
Per complaint (B)(4), there was pain in the area around a patient's dental implant a year and a half after initial placement. Peri-implantitis and inflammation were also reported. After two attempts to heal, the implant was removed.

Manufacturer narrative:
Follow-up to report device evaluation.